Event description:
It was reported that the customer was hospitalized for low blood glucose. The customer treated the blood glucose, but the glucose level continued to drop. Troubleshooting was performed and the device was working properly. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.